Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturer reference: 9680001-2019-00047, 9680001-2019-00048. During the ablation procedure, the device would not prolapse past the aortic valve. The catheters were replaced three times and the procedure was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
No product was returned for investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott, the reported cancellation could not be confirmed. Further information regarding the event date and product details was requested but not received.

Event description:
Additional related manufacturer reference: 3005334138-2019-00189. The event was due to the patient anatomy. The aortic valve was restricted not allowing any catheter to pass. There were no performance issues with any abbott device.